Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21 mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted. The patient experienced dyspnea and claimed that the valve was explanted due to "leaflet tear." No patient consequences were reported. Additional information was requested, however is unavailable.

Manufacturer narrative:
The reported event of patient experiencing dyspnea and valve explant due to a leaflet tear could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.